Manufacturer narrative:
Initial reporter address: (B)(6).correction/removal number: 3010291427-06/21/2022-001-c. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked intralipid ingredient from port 2. The issue was identified during compounding in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter e-mail: (B)(6). Lot manufacture date: july 05, 2022 - july 06, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.